Event description:
It was reported via user facility voluntary medwatch report that 41 days after placement of a vena cava filter, the patient "presented to the hospital with complaints of abdominal pain. CT exam showed an infrarenal retrievable ivc filter present. Two of the arms of the filter have traversed the wall of the ivc. The anterior of the 2 arms does appear to have caused an inflammatory reaction with duodenum. The posterior of the 2 arms lies posterior to the aorta." The following day, the ivc filter was removed without incident.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number. The complaint sample will be retained by the user facility. Therefore, a device evaluation could not be performed. The investigation is currently underway.